Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the x-rays show that the patient doesn't have a complete system. The patient has an ins and lead but the patient doesn't have electrodes connected to the lead. The patient claims that stim was never turned on because during or after procedure the patient had some reaction like an allergic reaction. The patient indicated that they experienced numbness and tingling associated with the reaction or issue with the lead. The patient told the caller that the lead electrodes were removed. The caller was an MRI tech and did not have other details about the status of the implant. Troubleshooting was not required. Reviewed MRI information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's foot pain began post operation. The cause was unknown. The actions taken to resolve the foot pain and lead being cut was that the patient was admitted to the hospital and a CT scan was performed. The patient is not as sever now, but is not resolved. The information was confirmed with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the healthcare professional (hcp) cut the patient's lead and left part of the lead connected to the ins. The hcp thought the paddle lead might be too big for the patient, perhaps pushing against a nerve and causing foot pain. The hcp implanted and removed the lead in the same day. No further complications were reported/anticipated.